Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The alarm log was reviewed and the alarm that occurred in the morning was se 2367 and se 2240. The hp had three bags connected, there were no leaks, there were no disconnected bags, and the home patient (hp) did not disconnect. There was solution in the heater bag only. The alarm was reviewed with the hp. The hp would continue therapy with manual supplies. Product surveillance contacted the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated that they do remember finishing their therapy by manual supplies, and everything went well. They stated that they checked all the supplies, and they do not know what caused the alarm. There was nothing out of place or unusual with them. The hp stated therapy has been going okay since. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable and user did not describe any types of use errors or other issues that might have caused the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.